Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. Information was reported that the patient is having problems charging her ins. The patient clarified she was referring to not getting the coupling boxes to fill in (poor coupling). The patient stated they will typically be empty or 1-2 will be dark. The patient stated it will take 6-7 hours. The patient then positioned their antenna over the ins and used the antenna locate feature. The patient confirmed her recharger is positioned on her skin and she uses adhesive disks to hold the antenna in place. The patient saw the number 98 while in antenna locate. This resolved the issue and the patient was able to get 8 boxes filled in. The patient stated she is not aware of anything that may have affected her implant site. While the patient was feeling for her ins during troubleshooting the patient stated she noticed her ins will move a bit, but the ins does feel flat. It was then confirmed/reviewed the importance of proper charging techniques. Troubleshooting resolved the issue. No further complications were reported. No patient symptoms were reported.